Event description:
Oracle ro (B)(4) force sensor test failure. Additional information received by smiths medical on (B)(6) 2020 via email attached in complaint object: no patient involved, and the date is unknown. Evaluation attached in h -10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps. The complaint was verified force sensor error when starting device up along with event history log. This was isolated to plunger head was full of contamination. Acton was taken to replace the plunger head. This is believed to be caused by customer care of device. Physical condition of device revealed battery label and door cracked. Summary of maintenance includes: replaced battery due to low capacity replaced battery door label and battery door due to cracked. Cleaned, greased; calibrated device and performed all functional tests which passed. Device passed all testing and ready for service.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps revealed force sensor test failure. No patient involvement as event occurred during testing.